Event description:
On (B)(6) 2021 the patient was implanted with gore® excluder® aaa endoprostheses plc231000 ((B)(4)) and a plc271000 ((B)(4). As reported, a type 1b endoleak was observed and the gore® excluder® aaa plc271000 ((B)(4)) was implanted to treat the endoleak. The details of this procedure were requested but remain unknown so it is unclear in what configuration the devices were placed. On (B)(6) 2022 the patient presented for treatment in the left leg due to a continuation of the previously identified endoleak. As reported, the previously implanted gore® excluder® aaa plc271000 was not successful in treating the endoleak. As reported, the patient's anatomy was very tortuous and the target treatment area was stenotic and aneurysmal. Aneurysm growth was noted but the extent of the growth remains unknown. Additional devices were implanted as part of ongoing treatment.

Manufacturer narrative:
As gore was unable to determine which device(s) caused or contributed to the event if any; additional device(s) implanted related to this event include: part plc231000, gore® excluder® aaa endoprosthesis, sn: (B)(4), UDI: (B)(4). (B)(4).

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoleak and aneurysm enlargement. B7: information regarding pre-existing medical conditions was requested but was not provided. It was indicated that the patient was transferred to the current physician and a complete history was not available. G3/g4: imaging evaluation was completed in full on (B)(6) 2022. H3: medical device remains implanted and was therefore not available for engineering evaluation. H6: 213, no device problem found - a review of manufacturing records verified that the lot(s) involved in this complaint met all pre-release specifications. Imaging evaluation summary: - images provided are dated (B)(6) 2021, prior to re-intervention. - images are pre-contrast and arterial phase. - there is contrast outside of the implanted device on the arterial phase. - there are patent lumbars present. - there is a lack of wall apposition at the distal end of the graft on the left. - there is contrast outside of the device at the distal end of the graft on the left. - findings consistent with a distal type 1 endoleak on the left.